Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the patient had a refill on (B)(6) 2025 and they were fine for about 7 days when they started having withdrawal symptoms. The hcp initially thought the pump was programmed to 20 ml but the pump was not actually filled, however, the patient's family said they saw the nurse aspirate the reservoir and refill the pump. The pump was accessed on (B)(6) 2025 and the hcp got 1ml from the reservoir when there should have been 20ml. The hcp did not believe there was a pocket fill as the patient did not have any adverse events during the (B)(6) 2025 refill. However, the hcp accessed the reservoir today and got 18ml as expected. The patient was awake and alert.